Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the battery voltage measurements. Approximately 80mv drop followed by a recovery coinciding with an interrogation in (B)(6) 2017. Elective replacement indicator (eri) occurred on (B)(6) 2017. Current battery voltage as of (B)(6) 2017 is 2.83v.

Event description:
It was reported that the patient implantable pulse generator (ipg) reached premature battery depletion. The device was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the battery voltage measurements. Approximately 80mv drop followed by a recovery coinciding with an interrogation in (B)(4) 2017. Elective replacement indicator (eri) occurred on (B)(4) 2017. Current battery voltage as of 22mar2017 is 2.83v. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.